Manufacturer narrative:
The event occurred in india during a routine check. It was reported that one hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation. The motor of both pumps will be replaced. A similar complaint was already investigated by the getinge life cycle engineering on 2018-06-22. A defect in the tacho of the motor was determined as the root cause of the error message "runaway". The review of the non-conformities has been performed on 2025-07-01 for the period of 2023-02-17 to 2025-06-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2023-02-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market. It is a significantly similar device to hl 20 which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Event description:
The event occurred in china during a routine check. It was reported that two hl20 pumps displayed the error message: ¿runaway¿. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. The reported failure can lead to an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).